Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic feeling symptomatic. Device interrogation revealed that the right ventricular lead was over-sensing noise. The lead was capped and replaced on (B)(6) 2021. The patient was recovering post procedure.

Event description:
New information noted that the patient was feeling lightheaded and dizzy when they originally presented in clinic.